Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was difficult to insert into the header during implant. The physician disconnected, cleaned, and reconnected the lead multiple times before the lead was inserted successfully. No further intervention was performed. The patient was in stable condition.